Manufacturer narrative:
(B)(4). Visual inspection of the incident device noted no defects. The device was activated on a simulated tissue with acceptable result and a visual seal effect was observed. The arching and sparking spotted were within specification. The cause of the reported event could not be confirmed.

Event description:
The customer reported that after five minutes of use, sparks were seen coming from the jaws of the device. The surgeon decided to no longer use the device and the surgery time was extended by more than 30 minutes. There was no patient injury.